Event description:
Customer reported, "inaccurate readings." There is no pt info available.

Manufacturer narrative:
The device returned that was involved in the reported event was evaluated.  A visual inspection of the external surfaces of the device noted some damage; however, the damage was cosmetic and did not impact the performance of the device.  A spo2 simulator was used to verify the functionality of spo2 and pulse rate and it was found to be functioning as designed.  Testing was also performed using the customer's returned sensor and a known good cable.  Testing showed the unit to provide both audible and visual alarms when the alarm thresholds for low spo2 were reached. No product performance issues identified. A review of the history for this device was performed and it was concluded that the device was in the field for over seven (7) years with no previous returns for servicing or other issues prior to the reported event.

Manufacturer narrative:
Multiple attempts for product return and add'l info requests were made. The device has not been made available to masimo to allow an analysis to be performed. If and when info becomes available or once the unit is returned and an eval is performed, a f/u report will be submitted.